Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl. The customer alleged that not enough insulin was being delivered via the pump. The infusion set was changed and an insulin injection was administered. Bg lowered to "normal". As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.